Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list 08n53-002, which is also us FDA approved.

Event description:
The customer reported liquid leaking inside the system solutions drawer of the alinity m instrument. Based on the provided picture, the leak went outside the footprint of the instrument. The customer suspected the leak was lysis, but lysis and liquid waste bottles had not been changed since the previous week. The customer wore personal protective equipment (ppe) at all times. The customer also reported several controller boards and bulkfluidics errors during the monthly maintenance that only resolved after several power cycles. The field service engineer (fse) identified broken tubing clamp due to wear on the material, leading to loosened tubing, which caused the leakage. Corroded parts caused by leakage may have caused several controller board errors of bulkfluidics. There was no injury connected to the leakage.